Event description:
It was reported that during surgery, there was a error at the femoral cut. Converted to manual procedure and no patient injuries involved. Delay of less than 30 minutes was reported.

Manufacturer narrative:
H10 h6: the device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual 500093 reve states on page 174 for the problem where the "drill does not spin or the anspach console displays an error code" to "see the anspach electric systems operating manual". The anspach manual notes that an e6 error notes that it is a "handpiece overheat warning, impending handpiece shutdown" and the corrective action is to "reduce or remove load from handpiece to allow handpiece to cool." The e6 error indicates that the temperature sensor has detected that the device has overheated and the manual gives precaution and instructions for fixing the issue. Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "no patient impact/injury was reported due to the event; therefore, no further medical assessment is warranted at this time." Nothing was identified visually that contributed to the reported problem. During functional evaluation, the reported problem was not confirmed. The drill functioned correctly during drill test. Drill was able to maintain 80k rpms for 1 minute without excessive heat or unusual high pitched noise. This failure is an identified failure mode within the risk assessment. The root cause is no problem found. Since no problem was found with the returned drill, the drill likely overheated during use. After cooling the drill for 30 seconds until the e6 error goes away it can be used again.